Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and functional testing were performed. During the power on self-test the f094 alarm was identified. The cause of the alarm was a damaged central processing unit board. The pump has been removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified an f-94 alarm (configuration option settings checksum is not 0) on a flo-gard infusion pump. Additional information is not available.